Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044605) in united states on 14-oct-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. Consumer experienced pain during daily activities on the left side continually and ovulation was extremely painful and her body might be rejecting the metal in the device. She assessed the case as serious (important medical event). Follow-up information received on 10-nov-2015 from consumer (case upgraded to incident): the consumer was (B)(6) at the time of the report. She had essure inserted because she did not want to be pregnant anymore. She did not have the lot number. The essure insertion was painful. Hsg (hysterosalpingogram) was performed (results not provided). She had several vaginal ultrasounds and they were degrading. She was getting ready to have a full hysterectomy scheduled for (B)(6) 2015. They could just take out the (fallopian) tube, but she thinks she would be getting a full hysterectomy. Ptc investigation result was received on 22-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2006 and reported pain during daily activities on the left side continually, considered serious by medical significance, listed in the reference safety information for essure. Additional non-serious event was reported. After 9 years using essure, a full hysterectomy was scheduled. As no additional information was reported on concomitant diseases or alternative explanations for this pain and the pain started after essure insertion, causality with the suspect insert is considered related. This case is regarded as incident since a device removal will be required. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 10-dec-2015: follow-up attempts were done with no response to date. Follow-up information received on 17-dec-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2006 and reported pain during daily activities on the left side continually, considered serious by medical significance, listed in the reference safety information for essure. Additional non-serious event was reported. After 9 years using essure, a full hysterectomy was scheduled. As no additional information was reported on concomitant diseases or alternative explanations for this pain and the pain started after essure insertion, causality with the suspect insert is considered related. This case is regarded as incident since a device removal will be required. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect. Despite follow-up attempts, no further information was obtained.